Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #: 2029046-2021-00584. Reference# (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a broken tip issue occurred. The tip of the soundstar catheter was broken on intra-op. While starting sound mapping, and the physician said that the tip of the catheter was broken so he could not manipulate the catheter properly. It was confirmed that the tip of the catheter was broken, and the catheter was changed, and the issue resolved with no soundstar catheter error. The procedure was completed successfully.